Event description:
Customer reported encountering cgm error 42 multiple times, despite the pump not being reset for this specific error in the past 24 hours. No adverse impact to the customer¿s blood glucose level was reported. Technical support decided to replace the faulty pump, ensuring the customer would receive a new device with updated software. They also provided instructions on using backup therapy, returning the malfunctioning pump, and operating the new equipment. Customer acknowledged all instructions provided, including the handling and shipment of the replacement pump without requiring a delivery signature.